Event description:
Caller reported that pump button was not working. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as a backup therapy. Technical support replaced pump and arranged for it to be returned within 10 days. Delivery did not require a signature, and training for the replacement pump was made available to customer.